Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptable power supply) was evaluated and replaced by the in-house biomedical engineer. The cable between the ups and intelligent shutdown pcb (isd) was also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.